Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on customer service representation (csr) documentation as well as additional information obtained after customer service reviewed the call. The patient reported that the alleged meter power issue began on (B)(6) 2019 at 11:30pm after she had replaced the meter¿s batteries. The patient informed the csr that she does not take any diabetes medication and manages her diabetes with diet only. It was not reported if the patient made any changes to her usual diabetes management routine due to the alleged meter issue. The patient reported that at 12:30pm, she developed symptoms of ¿didn¿t feel right and passed out¿. The patient reported being taken to hospital at 1:30pm but was unable to specify if she received any treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the correct test strips were being used for testing and based on the information provided, the batteries did not need to be replaced. The alleged product issue was resolved during troubleshooting when it was discovered that the batteries the patient was using had stickers on them. The patient peeled off the stickers and the meter successfully turned on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose with the subject meter due to the alleged power issue.